Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: hi (greater then 600 mg/dl) and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4) cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4) stockert rf generator: model #:m-5463-01, serial #: (B)(4). The patient adverse event occurred while the biosense webster field service engineer (fse) was on site for case support. The fse spoke to fellow physician who stated that the adverse event was not caused by any of bwi equipments/ systems. Therefore, the physician declined system service. Biosense webster manufacturer's ref no.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that after an atrial tachycardia right side procedure was completed and all the catheters had been retrieved, a drop in the patient's blood pressure was noted. The ultrasound confirmed the occurrence of pericardial effusion. Pericardiocentesis was performed. The status of the patient was stable, patient was sent to recovery and to ICU. No patient's updated status has been provided.

Manufacturer narrative:
(B)(4). Catheter passed carto 3 and electrical tests. No anomalies were found related to this complaint. In addition, the DHR (device history record) review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.